Event description:
It was reported that the device was failing the user test and was displaying error codes that relates to a possible failure of the device to charge. There were no reports of patient use associated with this event.

Manufacturer narrative:
Physio-control recommended customer to replace the therapy pcb board. The device is currently at the customer site on hold for repairs, and it will not be returned to physio-control for evaluation. The root cause of the reported failure cannot be determined.